Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. A system interconnection cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient, the device's display intermittently blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.